Event description:
It was reported that the pump was over infusing. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved accuracy testing and showed the device was within manufacturing specification of +/-6%. During the investigation is was found that the downstream occlusion sensor seal was starting to bubble. Based on the investigation, the complaint allegation was not confirmed.